Manufacturer narrative:
This report is submitted on march 20, 2019.

Manufacturer narrative:
This report is submitted on february 04, 2019.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to a tip fold over of the electrode array that occurred during initial implantation surgery. The patient was reimplanted with another device.